Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to expired life expectancy of mc board, the settings of the video signal do not meet the settings for the destination a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in txrx module and rx module, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had no image on the monitor and communication error e226 occurs. The issue was found during set up the device for use. There were no reports of patient harm.